Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: headache and dehydration. Meter and test strips were returned- reported defect not reproduced on returned meter and strips. Most likely underlying root cause: mlc-047: pcb contamination. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and to ensure the replacement products resolved the initial concern- unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error messages (e-2 and e-4). Customer stated that she has not been using been using the true metrix air meter for about a week due to the issue. At the time of the call the customer reported having a headache; customer was unsure if it is related to her diabetes or because she is a little bit dehydrated. Medical attention was not needed at the time of the call. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification; customer stated she keeps the test strips in her purse. The test strip lot manufacturer¿s expiration date is 03/31/2023 and open vial date is was not disclosed.